Event description:
It was reported that the pacemaker has depleted from 2 years down to 1.5 years battery life in a span of 9 months. Also, the output had been at 3.5 volts and at 2.6 volts at the recent checked. This was likely the explanation for change in longevity. Furthermore, boston scientific technical services (ts) discussed to consider turning the auto off with fixed output to prevent any unnecessary changes to output. Additional information received which indicated that there was no early depletion and the only actions that were taken was to turn off the automatic capture algorithm. After 4 months, the battery showed less than .5 years and during the recent checked, it was at 1 year battery remaining. Fluctuations may be due to the rounding and between less than 0.5 years and 1 year. As of this time, this pacemaker remains in service. No adverse patient effects were reported.